Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported that the hematocrit saturation cuvette reading was not connected. As a result, an alternate device was employed. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.